Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 550cc smooth mentor memorygel breast implants experienced bilateral breast pain and bilateral cutaneous contour deformity, and suspected right-sided implant rupture postoperatively. The patient reported bilateral tenderness with aching pain at the bottom of the breast, the breasts are lumpy with visible wrinkling on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.